Event description:
Same case as MFR#: 2134265-2010-02403, 2134265-2010-02402, 2134265-2010-02948. It was reported that during a ureteral stenting treatment procedure there were difficulties positioning the stent. The physician attempted placing the f/g flexima us/8/24 stent but the ampltz guidewire could not be removed. The stent and guidewire were removed together. The physician repeated the attempt using another flexima stent and amplatz guidewire but again the guidewire stuck. The devices were removed together and the procedure was completed with another device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4): no flexible cannula was returned with the device. The stent was found to be kinked/collapsed in multiple places. The kinks/collapsed areas were located at 7.6 to 8.7, 11.5 and 16.1 to 16.7 centimeters from the proximal end of the stent. A functional evaluation found that the guidewire could be backloaded into the stent with slight resistance being felt during passing of the guidewire due to the residue that was built up inside the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)